Event description:
A patient reports undergoing cataract surgery with implantation of the crystalens in her left eye. Postoperatively, the patent complained of blurry distance vision, glare, and difficulty with night driving. Upon examination, the orientation of the lens changed. Intervention was performed in order to reposition the lens, however, this has not resolved the issue. Additional information has been requested from the physician.

Manufacturer narrative:
The device history record were reviewed and there were no discrepancies or unusual findings that relate to the reported issue.